Event description:
It was reported to philips that the battery pca has ben connector pins. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The field service engineer (fse) found the battery pca had bent pins. The battery pca need replacement. It was determined that this was a malfunction of the battery pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.